Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure to stop hemorrhage from a ruptured fundic vein performed on (B)(6) 2022. During the procedure, the bands could not be deployed. The device was replaced immediately and the procedure was completed with another speedband superview super 7. It was reported that the hemorrhage was resolved using the second speedband superview super 7 and there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter city, initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.